Event description:
On (B)(6) 2025 the patient reported that the ilet device casing had pulled apart at the seams. The device continued to deliver insulin, with a fingerstick bg of 113 mg/dl compared to the ilet reading of 115 mg/dl. The patient was instructed to continue monitoring bg with fingersticks while awaiting the replacement device. No adverse health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.